Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm unexpected battery power loss, this alarm is generated when a power failure is detected and unable to perform any tests due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. The customer stated that they able to saw critical pump error image on screen. Customer was reported that they were unable to clear the pump errors, power loss alarm. The customer was reported that pump error was occurred before critical pump error. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.